Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted some damage to the coating of the power cord. The issue was resolved by replacing the power cord. It was reported that the device self-activated. The reported issue could not be confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the middle monopolar port malfunctioned. A competitor's handpiece connected to the generator activated unintentionally five times within two hours. When the handpiece was connected to the right port, the issue did not occur. There was no patient injury. The handpiece in use was an erbe reusable device.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the monopolar port in the middle of the unit malfunctioned; the non-medtronic handpiece was activated unintentionally 5 times in 2 hours. The handpiece was connected to the right port, and the issue was not duplicated. There was no patient harm.